Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the pacing lead impedance (pli) was noted to be low and there was a loss of capture on the right atrial (ra) lead. The device was reprogrammed to resolve the event and the patient was stable with no consequences.